Manufacturer narrative:
The insulin pump received with a blank display, problem isolated to pcb 2. Unable to verify post-reset ram crc alarm, low battery alert, power loss alarm, replace battery alarm, battery failed alarm and perform the self test, sleep current measurement, active current measurement and displacement test due to blank display. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had received post-reset ram crc alarm, power loss alarm as well as screen was blank. Customer¿s blood glucose level was unknown. Customer reported that they were able to clear the alarm. Customer was able to rewind the insulin pump. Customer stated that the alarm occurred immediately after a battery change. Customer stated that they received low battery alert. Troubleshooting was performed. The insulin pump will be returned for analysis.